Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was difficulty disconnecting the patient line of a cassette from the female connector (dark blue) of a peritoneal dialysis (pd) transfer set which resulted in separation between the female connector and main body of the transfer set. This issue occurred during use of the devices for peritoneal dialysis therapy, when disconnecting from therapy. The event was further described as "the navy blue tip twisted past the connection". The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Brand name, catalogue #, lot #; expiration date; unique identifier (UDI) #; PMA/510k # or bla device manufacture date. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H6: type of investigation was changed from b17 to b01 for the actual sample received. Investigation findings was changed from c20 to c1601 and c19. Investigation conclusions was changed from d15 to d0301 and d14. The sample was received for evaluation. A visual inspection with the naked eye and magnification noted the female connector was returned separated from the light blue main body. There were no issues with the connection/disconnection during testing. Functional testing, including leak, clear passage and clamp function testing were performed with no issues noted. The reported separation of components was verified. The cause of the separation was due to inadequate solvent application during manufacturing. The reported difficulty with the connection of the female connector could not be verified. Should additional relevant information become available, a supplemental report will be submitted.